Manufacturer narrative:
Citation: koda y et al. Mid-term outcomes of simultaneous mitral valve repair in patients with miral regurgitation and concomitant annulo-aortic ectasia. General thoracic and cardiovascular surgery. 2019; 67:1014-1020. Doi: 10.1007/s11748-019-01129-z earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study into the short-term outcomes of simultaneous mitral valve repair in patients with mitral regurgitation and concomitant annulo-aortic ectasia. All data were collected from a single center between january 2007 and march 2018. The study population included 26 patients (predominantly male, mean age 46 years, mean weight 56 kg), 12 of whom were implanted with medtronic cg future annuloplasty rings (no serial numbers provided). Among all patients, the reported 3-year survival rate was 95.7%, meaning that one death occurred. No further details were provided about the deaths, and multiple manufacturers were noted in the literature. Based on the available information medtronic product was not directly associated with the death. Among all patients, adverse events included: permanent pacemaker implant for sick sinus syndrome, complete heart block, atrial fibrillation; concomitant maze procedure for atrial fibrillation; mediastinitis; low cardiac output syndrome; severe mitral regurgitation; severe aortic regurgitation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.